Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, infection, seroma.

Event description:
Healthcare professional reported right side postoperative pain, capsular retraction, seroma of breast, and postoperative wound infection. The events of right upper breast upper pole of neuroma, right lateral neuroma, right incision and drainage, and implantation of nerve end into bone or muscle, were also reported and have been determine dot be not device related or are operative procedures. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular retraction, pain, seroma, and wound infection. Healthcare professional additionally reported right breast upper pole of neuroma¿ and ¿right lateral neuroma" not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; b5;